Event description:
Pt reported elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history for this pump and it was operating within specs at the time of release.